Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the needles are breaking in half after use. Did not always transfer needle properly from one side to the other. Often stuck on one side. No patient injury or ill-effects. No medical intervention required.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation one device and one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The instrument was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the broken needle. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A secondary condition of sheared plastic was noted, indicating the flat pin was not centered properly. A secondary condition associated with interference between an internal handle component and the green toggle lever was noted. This interference may influence the tactile feel of the device when toggling, loading the device, and unloading the needle from the device, although the device is able to function properly in accordance with the instructions for use accompanied with each product shipment. This failure mode and/ complaint mode has been identified as a trend and a process enhancement has been implemented. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4).